Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was planning to place the taxus express2 2.5x8mm drug eluting stent to the highly calcified, mildly tortuous, mid left anterior descending (lad) artery, but while preparing for the procedure, it was noted that the stent was bent. The procedure was completed using another taxus stent, same size. No patient injuries or complications were reported. Patient status post procedure is noted as ok.

Manufacturer narrative:
A visual and microscopic examination found that the proximal edge of the stent was damaged. Stent rows 1 and 2 from the proximal edge were raised distally. No kinks or damage were noticed along the shaft of the device. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context.